Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the anchor broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 22nd august 2025, it was reported by an arthrex employee via email that for an ar-2923bc-1, suture anchor, biocomposite pushlock®, sl 2.9 mm x 12.5 mm, the pushlock anchor was damaged on insertion into glenoid and would not advance. This was detected during use in a labral repair procedure on (B)(6) 2025. The procedure was completed successfully as they used another anchor. Patient bone quality was as expected for age. The correct guide and drill were used for preparation of the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.